Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope had broken knob wire stopper and server plug-in adhesive. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record reveal that the device was shipped in accordance with shipping specifications and had nonconformity at manufacturing. Based on the results of the investigation, the defect was caused by wear and tear of the knob wire stopper. Also, deteriorated server-plug in adhesive was found and the defect wear was caused by repeated chemical stress applied during the handling process. The event can be detected/prevented by following the instructions for use which state: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. The device was returned to olympus for inspection, and the reportable malfunction of a broken knob wire stopper and server plug-in adhesive was confirmed olympus will continue to monitor field performance for this device.